Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative on (B)(4) 2018 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that a pump infection occurred. The event date was not specified. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative on 2018-sep-05. It was reported that on 2018, a wound irrigation/debridement was performed due to suspected infection of the pump pocket. Per the representative, it was believed the wound was also cultured. At the time of report the pump was still implanted and fully functioning.